Event description:
It was reported that the patient received a therapy due to noise. The noise was reproducible with arm movement. Technical services discussed that the noise was indicative of lead damage. The lead was explanted.